Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager hardware failure was identified as malfunction. The field service engineer (fse) force-opened the remote manager using a key, coordinated with pharmacy to recover the unit, and removed and replaced the old door latch with a new one. All latch connections were greased, the wire harness was securely connected, alignment was verified, and normal operation was restored. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator had failed storage space. The customer attempted to recover, but the issue persisted. The customer reported that the issue occurred when the user was trying to pull medications to a patient. There were no delay, no adverse events or injuries reported based on this event.